Event description:
It was reported that there was a connection issue between a supply line and a solution bag. The issue occurred during set-up of the homechoice device for peritoneal dialysis therapy. The patient did not connect. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.